Manufacturer narrative:
(B)(6). A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The device was fully articulated in all directions. No issues were identified with the image. A guidewire and a spybite were passed through the working channel, and no issues were identified with the image. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve and was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out, and was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white areas on the proximal half of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was not consistent with the reported event of no visualization; however, it was found that the working channel sleeve extended from the distal cap when articulated. The most probable root cause for the working channel protrusion is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during preparation, an image problem was noticed. The image did not appear, only the logo of the controller appeared. The spyscope catheter was connected to the controller a second time and the screen showed a gray screen with colored stripes. The procedure was completed with another spyscope digital access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.